Manufacturer narrative:
Additional narrative: reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: august 10, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the blue plastic handle of a titanium elastic nail (ten) inserter broke on (B)(6) 2017. The procedural step of breakage is unknown, but it was reported there was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacture evaluation: we have forwarded the complained article to the responsible sustaining center for evaluation. We are now in the receipt of the investigation result. The handle is cracked as described in the complaint description. There is no visible sign of misuse. The break is typical for brittle material and started at the angle of shortest distance showing some force introduction. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint has been performed. The design of the handle (geometry and material) has been changed to address the failure mode described in this complaint. The change is tracked and documented DHR review -> no findings pd evaluation, handle is broken dcrm review, event is adequately covered. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. We can only assume that a mechanical overload situation has led to the damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.